Event description:
End user called for assistance using the device. It was discovered that the calibration test does not work. The device was replaced and the defective one returned for investigation.